Manufacturer narrative:
The shell was not returned because it remains implanted, therefore, no physical evaluation could be conducted. The device history records (dhrs) were reviewed and indicate the device was manufactured to specifications, with no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. This devices was used for treatment. Complaint history searches found there are no additional complaints for the product part/lot combinations involved. Due to the shell remaining implanted and unable to evaluate, a root cause for the reported condition could not be determined with certainty.

Event description:
It is reported that the surgeon was unable to place the screw as it was to big for the holes and could potentially alternate the metal.